Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button trace was creased and cable was nicked. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse events occurred from the damaged monitor.